Event description:
Healthcare professional reported right side exchange from textured to smooth due to the patient's concern with the product. Healthcare professional later reported ¨puncture for removal¨. The device was explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ deflation/use error: observed an opening assessed as surgical damage per rga. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to the patient's concern with the product. Healthcare professional later reported ¨puncture for removal¨. The device was explanted and replaced.